Event description:
The intravascular ultrasound (ivus) catheter was used during a percutaneous coronary intervention (pci) procedure to confirm the deployment of two stent for a lesion in the left anterior descending (lad). The physician attempted to remove the catheter, but was unsuccessful as the catheter got stuck in the distal part of the second stent. In attempt to free the catheter, the physician removed the imaging core and introduced a guidewire. At this point, the ivus catheter was freed and withdrawn without pt complications. Angiography was performed; the distal edge of the stent was lifted up, the stent was post dilated with a balloon and placement was "okay". Refer to associated MFR report number 2134265-2008-03067.